Event description:
The manufacturer previously noted a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation of the device by the manufacturer's field service engineer a service required alarm indicating a pressure sensor mismatch was observed. The device's machine flow sensor, solenoid valve and proportional valve were replaced to address the issue. During additional testing a failure of the power supply was observed. The device's external power supply connector was found to be damaged causing the failure and was replaced to address the issue. The device's solenoid valve, proportional valve, system board tubing, fio2 tubing, low flow o2 tubing and blower chassis tubing were returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil technician states all components were found to operate as designed.